Manufacturer narrative:
Medical device: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the patient had undersensing on the right atrial (ra) lead and chronically low p-waves were observed. Follow up with the physician yielded no further information. The ra lead remains implanted and in use. No patient complications have been reported as a result of this event.